Manufacturer narrative:
As reported, the capsure straight fixation device failed to fixate the mesh as the device deployed one loose fastener. Based on the information provided and without having a sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair on (B)(6) 2024, the patient was implanted with mesh using capsure 30 fixation device released 29 fasteners and all got fixated with mesh. It was reported that, the device deployed one loose fastener and that was removed from patient body. As reported, the fixation was not applied into the hard structure and the procedure was completed with same device. There was no reported patient injury.